Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 09/14/2016 with the following findings: device evaluation: on investigation, the display was dim/faded and discolored and the battery compartment was cracked in several places. None of the keypad buttons responded on testing; the keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.

Event description:
The pump was returned for investigation. Investigation revealed a display issue, a case/condition issue and a keypad issue. This report is made based on results of investigation completed on 09/14/2016.